Manufacturer narrative:
Section b3: event date of unknown controller exchange estimated. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via review of the submitted log files from the patient¿s new controller, (B)(6). The submitted periodic log file contained approximately 3 days of intermittent data points ((B)(6) 2023 to (B)(6) 2023 per timestamp). It was noted that the file did not yet contain a full amount of data, and the earliest recorded information captured (B)(6) in patient use on (B)(6) 2023. The periodic log file could not capture the exact date or time that the driveline was connected, as it only records data at designated intervals. The submitted controller event log file contained approximately 2 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp), and the date of the controller exchange had been overwritten by newer events. Multiple attempts were made to obtain additional details regarding the reason for the exchange and the serial number of the controller that was exchanged, but no response was received. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the exchanged heartmate 3 system controller was not provided. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away on (B)(6) 2023. The patient's spouse stated that they came home and walked in to find the patient on the floor and the alarm going off. They were unsure what the alarm was as they turned away and had someone else figure out how to turn it off. The customer states that no further information will be available. It was later reported that log files captured an abrupt decrease in flow starting 02sep2023 at 05:51 with flow noted at 2.4 to 2.5 lpm from a baseline of around 5 lpm. The flow was hovering around the 2.4 lpm mark for several seconds then dropped to zero with constant low flow alarms and drop in motor power as well. It seemed the driveline was disconnected 02sep2023 at 13:33. Beginning at 13:13:21 on 02sep2023, no external power, low power hazard, and power cable disconnect alarms were observed in the log file. These events occurred while the controller was connected to a mobile power unit and appear to be related to a loss of ac power. The abnormal alarms briefly resolved at 13:13:24, but reactivated at 13:13:32 and persisted throughout the remainder of the data. It appeared that the controller on this event (B)(6) was recently put into patient use. The periodic log file did not yet contain a full amount of data, and the earliest recorded information occurred on 30aug2023. The periodic log file could not capture the exact date or time that the driveline was connected, as it only records data at designated intervals. Related pump MFR# 2916596-2023-06908. Related controller (B)(6) MFR# 2916596-2023-06909. Related mpu MFR# 2916596-2023-08991.